Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during incoming inspection, a team member found debris in the sterile package. No adverse events occurred as a result of this malfunction, as it had no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found a fiber, thread-like substance within the sterile package. This was a nonconformance according to specifications in the inspection criteria. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event is due to operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: (B)(4).